Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The photo and video provided by the customer shows the wire guide damaged with core wire exposed and coating peeled back at the distal end. Our laboratory evaluation of the product said to be involved confirmed the report. The distal end of the wire guide is slightly bent approximately 27cm from the distal tip. There is wire guide coating damage near the distal end. A section of core wire was exposed approximately 24.7cm to 37.0cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated subassembly dhrs. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of wire guide coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the package and advanced the wire guide with cutting device to common bile duct, but the physician detected that the coating of the wire guide peeled off under the endoscopy view. The physician then retracted the wire guide and cleaned the bile duct. A picture and a video were provided that show the wire guide damaged with core wire exposed and coating peeled back at the distal end. [Subject of report] further communication received on 08/14/2022 confirmed that the coating damage was at 25cm from the tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.